Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided to reaching 600 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. The customer subsequently reverted to manual dose injection.